Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 1.4, lab: 3.0 (approximately 45 minutes between tests). Patient taking coumadin.

Manufacturer narrative:
Investigation pending.